Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had felt sudden loss of effect of therapy approximately three weeks prior to the date of report. Other symptoms included less than 50% therapy relief within a few days after pump was refilled on (B)(6) 2014. Patient was able to control pain with personal therapy manager (ptm), by giving self a bolus every two hours. It was reported that there was a surgical intervention, catheter exploratory surgery on the day of report. It was noted that a dye study and x-rays were done on (B)(6) 2014 and the managing physician had visualized questionable extravasation of contrast at spinal incision at connector site with expected visualization of contrast disseminating through intrathecal space at the tip of catheter. There was no obvious disconnection visualized on x-ray. It was stated that intra-operatively when connector and anchor were exposed, the catheter looked intact upon visualization. Intraoperatively when the physician exposed the spinal incision where connector and anchor were located, he did not see anything out of the ordinary. It was noted that the physician deliberately cut and clamped with rubber shod each segment of catheter approximately 1.5 inches below where catheter had been cut; each segment was accessed with a 24 gauge angiocath attached to a syringe of preservative free normal saline and the physician attempted to visualize leaks in either catheter segments by pushing down on the syringe; no leaks seen. He then took the rubber shod clamp off the pump segment of the catheter and attempted to inject again; no leak seen. He then freely withdrew 0.5 ml fluid from the spinal segment of catheter; then under fluoroscopy injected contrast with expected plume of dye seen from the tip of the catheter in the intrathecal space. The two segments of catheter re-connected with another connector. Patient had stated the position of the pump was uncomfortable so an incision at the pump pocket site was made and pump relocated. At this time the catheter access port was accessed with a cap kit and physician was again able to withdraw 0.5 ml fluid freely with a syringe. Priming bolus programmed for implanted catheter length only and remains on prior infusion rate. The pump system was delivering hydromorphone and bupivacaine. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information reviewed reported that while the physician was pushing preservative free normal saline (pfns) back towards the pump to try to visual if there was a leak, he was unable to push the plunger. It was noted that it was expected for the physician to encounter difficulty pushing fluid into a catheter that was still full. Additional information received reported that clarified that the ¿difficulty passing fluid through the catheter¿ was expected since the distal ends if pump and spinal catheters were deliberately occluded as the physician was attempting to ¿ascertain a joke in the catheter¿ not assessing patency. There was never any catheter issue identified. The catheter in its entirety remained implanted, there was a connector spliced onto the cut ends.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported the infection had cleared up so a new pump was going to be implanted on (B)(6) 2014.

Event description:
It was later reported the patient was explanted because it ¿wasn¿t working¿. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the pump and catheter were explanted on (B)(6)-2014 due to pump pocket infection. Results of the cultures/ sensitivities ¿c/s¿ were negative. If additional information is received, a follow-up report will be sent.